Event description:
Customer reports that she tested 247 mg/dl and took 4 units of novolin insulin. She reports that an hour later ,she felt low blood glucose symptoms and tested 47 mg/dl. She drank pop and ate candy and 30 minutes later, she tested 465 mg/dl. She reports that 10 minutes later, she tested 141 mg/dl on the same device. No action was taken based on result of 465 mg/dl. Level one control solution was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.